Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked inside the reservoir compartment while sleeping. It was stated that the customer found the leaks in the o-rings. The customer's blood glucose reading was 243mg/dl. No further information was provided.